Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery five times during the priming process. The customer's blood glucose was 80 mg/dl. The customer did not perform troubleshooting at the time of the call because the issue had already been resolved by a complete set change. The customer was unable to determine the cause of the issue. The customer was advised that the infusion set and reservoir would be replaced. The customer agreed to return their infusion set and reservoir for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.